Event description:
The pt states she is (B)(6) with severe pain in right groin area. It came on gradually after no pain for first 3 months following surgery and is now constant. She stated the 50mm cup has been recalled by stryker and wanted to know if the 52mm was recalled. Her original doctor was dr (B)(6), and the tha occurred (B)(6) 2011. She is now seeing dr (B)(6) at univ (B)(6). She stated she's on prednisone and marcaine for pain. She is about to undergo a follow-on surgery to help address problems with the muscles in her right thigh due to atrophy which will result in her leg being in a brace for 9 months. She stated, "I limp, I have pain, I've lost 75% of my life, I can't walk," and, "it was a bad surgery." She also said she's, "on narcotics and that's not my lifestyle. I can't drive more than 40 miles, I used to be able to drive to (B)(6)." She stated she gets the area x-rayed each time she goes to see her doctor and says there is some sort of "bumps" around the cup the doctor has not seen before and that it might be arthritis of some kind. She also stated, the "cup is in place, but the outer right thigh muscle is atrophied." The pt stated that she was in contact with her lawyer.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.